Event description:
Per report rec'd from foreign MFR: the doctor cannot push guidewire pass goldie two times, after that doctor decided to pull goldie out and found that the shaft of balloon has a problem or shaft is too small.